Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd k2edta tube, the device experienced clotting/micro clots, and discolored /abnormal additive form. The following information was provided by the initial reporter. The customer stated: the patients' sample clotted. Information from pr# (B)(4) (duplicated based on regulatory reporting #): customer noticed clots in tubes from 3 patients on the same day. When k2edta tubes from two different batches were compared, it was observed that batch 1051626 has less edta. The following information have been received from customer on (B)(6) 2022: was there any impact to patient? Ex.: new sample draw required, additional exams, etc.; yes, new samples draw required; how many times were the tubes inverted? It's used the same pattern of 10 inversions. Once the batch of the tubes has been changed the problem has been solved. Customer has collected samples from one single patient using two different batches and one of them clotted (microclots) and the other one was fine.

Manufacturer narrative:
Investigation summary: bd initially did not receive customer returns and 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for clotting/additive abnormality was not observed. In the photo, it is possible to notice that there is a difference between the amount of additive between the left and the right tube but it is not possible to confirm that the amount of additive is lower than the specification. In addition it is not possible to see any clotting or microclots. On 14jul2022, bd received 1 shelf pack of returns at our franklin lakes facility, as the tubes expired 31may2022, no further testing can be performed. Retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to clotting/additive abnormality were observed. This testing was performed in january, 2022. 155 retention samples were visually evaluated and all samples presented the additive inside the tube. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (clotting) because the defect was not evident in the testing of the complaint lot samples. Laboratory analysis of retain and control samples demonstrated clinically acceptable performance for all visual observations evaluated. All samples performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is not confirmed with respect to clotting and additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to clotting and additive abnormality were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd k2edta tube, the device experienced clotting/micro clots/fibrin clots. This event occurred 1200 times. The following information was provided by the initial reporter. The customer stated: the patient's sample clotted.

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 1photo was provided for investigation. The photo was reviewed and the indicated failure mode for clotting/additive abnormality was not observed. In the photo, it is possible to notice that there is a difference between the amount of additive between the left and the right tube but it is not possible to confirm that the amount of additive is lower than the specification. In addition it is not possible to see any clotting or microclots. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to clotting/additive abnormality were observed. 155 samples were visually evaluated and all samples presented the additive inside the tube. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (clotting) because the defect was not evident in the testing of the complaint lot samples. Laboratory analysis of retain and control samples demonstrated clinically acceptable performance for all visual observations evaluated. All samples performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is not confirmed with respect to clotting and additive abnormality. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd k2edta tube, the device experienced clotting/micro clots, and discolored /abnormal additive form. The following information was provided by the initial reporter. The customer stated: the patients' sample clotted. Information from pr# (B)(4) (duplicated based on regulatory reporting #): customer noticed clots in tubes from 3 patients on the same day. When k2edta tubes from two different batches were compared, it was observed that batch 1051626 has less edta. The following information have been received from customer on (B)(6) 2022: - was there any impact to patient? Ex.: new sample draw required, additional exams, etc.; r: yes, new samples draw required; - how many times were the tubes inverted? R: it's used the same pattern of 10 inversions. Once the batch of the tubes has been changed the problem has been solved. Customer has collected samples from one single patient using two different batches and one of them clotted (microclots) and the other one was fine.